Manufacturer narrative:
The manufacturer previously reported a ventilator's keypad function froze and the device could not be powered on. The device was returned to the manufacturer's product investigation laboratory for evaluation. The customer's complaint could not be duplicated. The device was found to function and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's keypad function froze and the device could not be powered on. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.